Manufacturer narrative:
The customer reported that the wireless bedside monitor drops off intermittently and displays "signal loss" and "registered bed is not ready" messages on the central nurse's station (cns) monitoring the device(s). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the wireless bedside monitor drops off intermittently and displays "signal loss" and "registered bed is not ready" messages on the central nurse's station (cns) monitoring the device(s).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the wireless bedside monitor drops off intermittently and displays "signal loss" and "registered bed is not ready" messages on the central nurse's station (cns) monitoring the device(s). Prime's representative was onsite on 7/13/2016 to perform firmware upgrade on wlan pack to resolve the issue. The customer confirmed that the issue was resolved. Prime's representative was onsite on 7/13/2016 to perform firmware upgrade on wlan pack to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.